Event description:
It was reported that the patient was not getting an adequate pain relief despite the reprogramming done. It was noted that one of the patients lead was broken. The patient will undergo revision procedure. Additional information was received that the patient underwent a lead replacement procedure. The patient was doing well postoperatively. The explanted lead was not returned as it was discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2208500, model: sc-2208-50, serial: (B)(4), batch: 204765.

Event description:
It was reported that the patient was not getting an adequate pain relief despite the reprogramming done. It was noted that one of the patients lead was broken. The patient will undergo a revision procedure.